Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) procedure for ulnar distal and fracture on (B)(6) 2018, the drill bit with depth mark, mini quick coupling broke. Following implantation of a variable angle locking compression plate (va-lcp) two-column plate, the distal ulnar plate was placed. While the surgeon was drilling the bone for the distal ulnar plate, the tip, measuring approximately 2mm, of the drill bit broke. The broken piece was successfully removed. This was confirmed by intraoperative and post-operative imaging. The drill bit slightly hit the radius bone, but the surgeon did not feel that excessive load was applied to the drill bit. The surgeon thought that the drill bit having gone into the gap between the va-lcp plate and the bone might have caused the drill bit to break. There was a surgical delay of less than 30 minutes. Patient status is unknown. This report is for a 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 310.507. Lot: f-18085. Manufacturing site: selzach. Supplier: sphinx ag. Release to warehouse date: 06.oct.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual inspection: the received drill bit was found broken, approximately 5mm from the fluted tip section. The broken part is missing. The shaft shows slight scratches. Dimensional inspection: because of the damages and the missing broken part, the dimensions which are relevant for this complaint, cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing records shows that the correct material and hardening procedure was used and that the device met fully the specifications when left our facility. Material review: the used material was stainless steel 1.4112 as required and the measured hardness was within 625-646 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.